Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, several internal components were found to be corroded, including the motor assembly and the sockets, which can cause the device to run without user activation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.